Event description:
The customer used the device to perform a synchronized cardioversion on a patient using the standard external paddles. When the shock was administered, the device allegedly displayed the message "abnormal energy delivered" and illuminated the service indicator. The patient's outcome was not reported. There was no adverse effect to the patient reported as a result of the alleged malfunction.